Event description:
The customer reported that soon after starting a vamin infusion, they noted blood on the child's clothing. On closer inspection, they identified that the male luer had separated from the single lumen hickman line. The report suggests that the pt's central line was clamped to prevent further bleeding. There are no indications of serious injury to the pt or user as a result of this incident. No add'l info was provided.

Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.